Manufacturer narrative:
(B)(4) currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 47 mg/dl. The customer had not reported any treatment for the low blood glucose. Customer¿s blood glucose level was 47 mg/dl in the morning. The customer stated that they had an car accident on sunday and so received a new pump and customer put it on yesterday and it's working properly but customer when woke up blood glucose levels 47 mg/dl and customer did not get a warning. The product was not returned for analysis.